Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display screen was cracked, resulting in reduced visibility while the device otherwise functioned and glucose remained in range per cgm. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of insulin therapy, no alarms, and no medical intervention or hospitalization. Investigation included customer care review, confirmation that blood glucose was not impacted, and arrangement for replacement with instructions for shutdown, return, and re-start on the replacement device. Investigation of this device revealed physical damage to the display component consistent with screen breakage, with no evidence of performance malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage to the device¿s screen.